Event description:
It was reported that one month post cryo ablation procedure the patient presented to the emergency department with occasional palpitations and neurological symptoms including facial drooping, speech difficulty and some numbness on the right side of the face. A computerized tomography (CT) scan revealed that the patient had no abnormalities. The patient was diagnosed with a possible transient ischemic attack (tia). All blood laboratory tests and the electrocardiogram (EKG) were within normal limits. There was no intervention done for the tia which resolved the same day spontaneously. The patient is a participant of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.